Manufacturer narrative:
(B)(4). Date sent: 03/31/2016. Batch # = m9394y. The analysis results found that the el5ml device was received inserted through a b5lt trocar and with one jaw disengaged from the cam; this condition would not allow the jaws to collapse in order to form the clips and would not allow the instrument to be removed from the trocar. In an attempt to replicate the reported incident, the jaw was readjusted and the instrument could be removed from and inserted back into the trocar as intended; in addition the instrument was actuated and the remaining 6 clips were properly fed and formed; finally the device locked out as intended. Possible causes for the condition of the jaw disengaged from the cam may be inadvertent force, twisting or pressure being placed on the device jaws, using the jaws of the device as a dissector/retractor or damage to the jaws while entering the trocar; however no conclusion could be reached as to what may have caused this condition. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the instrument stopped working when it was inside the patient. They could not get it out and had to take the trocar as well. Another like device was used to complete the procedure. There were no adverse consequences for the patient reported.